Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper was unable to lower while the clip was within the patient. It was reported that this was mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip functioned normally prior to use, however during grasping attempts when actuation both gripper arms, one of the gripper arms would not come down, therefore the leaflets could not be grasped. Troubleshooting was performed by locking and unlocking the clip several times in an attempt to free up a gripper. The gripper lever latch was locked while lowering the grippers. Prior to realizing the issue, the grippers were cycled twice. The clip was not implanted and the procedure was aborted. Mr remains at 4. After the mitraclip delivery system (cds) was removed from the anatomy, the clip functioned normally. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. The reported inability to grasp the leaflets was a cascading effect of the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.